Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However,the device was put through extensive testing including bench handling and functional stress testing without duplicating the report. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device displayed "off set self check failure - 1174", "compressor failure - 1002" and "internal comm failure - 1175" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.